Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 322 was confirmed through review of the event history log. Physical evaluation of the device found all contact points visible but appear as though they are could cause an intermittent connection. The flex cable connector which makes connection between the upper latch switch and the input/output printed circuit board (I/o pcb) assembly was observed to have malformed pins which were not parallel, resulting in an intermittent connection. The I/o pcb and upper auxiliary assemblies were replaced. Baxter has initiated a CAPA to further investigate this issue.